Manufacturer narrative:
Hill-rom technical support suggested that the account zero the bed scale. Per the hill-rom user manual (usr116 dec-2009) page 21: zero the bed exit alarm system; the bed exit alarm system must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported that all three patient position module mode lights are flashing and they cannot set the bed exit. The bed was located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).